Event description:
The technician alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail release arm was getting stuck and needed lubrication. The technician lubricated the side rail arm to resolve the issue.